Manufacturer narrative:
Investigation of the reported event is in process. The device is being returned for evaluation. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure, the raptor grasping jaws would not open during use. The procedure was completed successfully following a short delay to open the jaws of the device. No report of injury.